Event description:
A (B)(6), male, pt, contacted zoll customer support to report that his monitor was making a humming noise and would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the sd ram (synchronous dynamic random access memory) chips (B)(4) were corrupt and needed replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse even resulted from the corrupt ram. The pt received a replacement monitor.